Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity handpiece (c7023) had some burnt mark. There was no patient injury reported nor delay in surgery. Additional information has been requested.

Manufacturer narrative:
The cusa clarity handpiece (c7023) was not returned for evaluation; however, a photo of the alleged defect was provided by the facility: device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - based on photo and review completed, a dark mark was visible on the cable. However, it could not be verified if this was a burn mark. Root cause - the complaint could not be verified due as a product sample was not returned in order to verify the complaint. It is possible this complaint was as a result of 1) mark caused by shipping damage, 2) mark caused by dust, 3) mark caused by customer misuse resulting in damage to cable . However, without testing it is not possible to verify. As this is an out of box failure, it is recommended that the customer discontinue use of device and return to integra for service and repair. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed.

Event description:
N/a.